Event description:
Pt reported that the lot number, printed on the strip vial, had partially rubbed off. Additionally, pt reported that there appeared to be no catalog number printed on the strip vial. No pt injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.